Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that a cardiohelp had an arterial bubble sensor that was displaying errors intermittently. Patient involvement is unknown. The failure was found during checking of equipment. Any flow issues, bubble issues, or flow/bubble sensing issue can lead to a pump stop if the interventions were set by the user. No harm to any person has been reported. Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that a arterial bubble sensor was displaying errors intermittently. A note was left on the cardiohelp device by staff. During the event, patient involvement is unknown. The failure was found during checking of equipment. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2024-06-07 and 2024-06-13/14. No parts were replaced. Upon initial inspection of the device, no alarms were detected. The arterial flow/bubble sensor was recognized by the cardiohelp. The fst confirmed that the arterial flow/bubble sensor could detect bubbles. Furthermore, the fst tested the cardiohelp device set at full flow, while flexing all the cords. No failures or error messages were observed. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿arterial bubble detected¿ could be confirmed on the date of event. No exact root cause could be determined as the failure could not be replicated. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure; wrong bubble sensor information - bubble sensor defective / disturbed - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage) - detection of no-existing bubbles according to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2024-06-12 for the period of 2017-04-25 to 2024-06-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-04-25. Based on the results the reported failure "arterial bubble sensor intermittently displaying errors" could not be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2023-06-07 till 2024-06-07). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID #(B)(4).